Manufacturer narrative:
The event of necrosis, vascular occlusion, ulceration, redness and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the glabella area and a "scar in the chin area" with 1/3 syringe of juvederm ultra plus xc, the patient developed some initial bruising and the healthcare professional told the patient to ice the area. One day after injection, the patient developed "marked redness and ulceration" at the injection site. Upon presentation to the office 4 days after injection, the healthcare professional observed a "4-5 mm in diameter, a square area of what looks like necrosis" in the glabella area; there were no symptoms observed at the chin. The healthcare professional diagnosed the patient with a "vascular occlusion" and treated the patient with hyaluronidase, aspirin, topical antibiotics, and oral antibiotics. "Within a day or two the patient showed improvement and healing of the ulcerated skin. It has now been about 3 weeks and the patient looks much better with just minimal redness".